Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned for analysis. Analysis of the device revealed normal battery depletion.however, performance data collected from the device was received and analyzed. Elective replacement indicator (eri) triggered, however, the trigger date is unknown because the name of the save to disk file was changed, which changes the dates within the record. (B)(4).

Event description:
It was reported that the patient felt discomfort due to the device reaching premature battery depletion. The device was reprogrammed and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.